Manufacturer narrative:
One cadd legacy 1 pump was received for evaluation. Three separate delivery accuracy tests were performed and the pump was found to be over delivering to the manufacturing specifications. It was recommended that the expulsor assembly be replaced.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed accuracy testing. There was no reported adverse event.